Event description:
The patient was undergoing a thrombectomy procedure using an indigo system cat3 aspiration catheter. During the procedure, the physician used a stent to remove the thrombus, however, clot was showered down into the tibial vessels. The cat3 catheter was then used to remove the clot, yet residual clot remained in the dorsalis pedis artery. The physician used the cat3 catheter to aspirate clot in the popliteal with success. After the third pass, the physician removed the cat3 catheter and noticed that it had become fractured. The procedure successfully continued. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Result: the cat3 was fractured in the proximal shaft approximately 41.0 cm from the distal tip, and kinked in the distal shaft approximately 9.0, 11.0, and 13.5 cm from the distal tip. Conclusion: the complaint has been evaluated. The complaint indicated the cat3 shaft was "cut" while being retrieved from a non-penumbra 7fr sheath. Evaluation of the returned device confirmed, a proximal shaft fracture and revealed distal shaft kinks. This type of damage typically occurs when the device is improperly handled during use. If the catheter is manipulated at an angle during insertion into or removal from the patient, the shaft may fracture due to excess force and bending of the catheter. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.